Event description:
It was originally reported that the pt experienced coupling and or communication issues. Most of the coupling bars were 4 and only lasted a few seconds. The header was sticking out more than the rest of the neurostimulator (ins). The pt initially was able to get 6 coupling bars, but moved the recharger around and was not able to get any coupling bars. She was able to move her ins around, the pocket was loose. An x-ray was requested. Additional info has been requested.

Manufacturer narrative:
(B)(4)